Manufacturer narrative:
The investigation has determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from a patient sample using the vitros 5600 integrated system. A definitive assignable cause could not be determined. A reagent issue cannot be completely ruled out as the customer was unable to provide historical qc results for vitros tropi es reagent lot 2720. An instrument or maintenance issue cannot be ruled out as the customer declined to perform a within-run vitros tropi es precision test to assess the performance of the instrument. Additionally there are indications that the customer is not following the recommended protocol for cleaning of the microwell incubator and the replacement of the vapor adsorption cartridge is overdue. Pre-analytical sample processing could not be ruled out as contributing to this event, as it is not possible to confirm if the customer is following the sample tube manufacturer¿s recommendation for centrifugation. In addition it is possible that a clot was present in the sample which affected the sample dispense, although this cannot be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros patient result: 0.219 ng/ml versus 0.020 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected result was reported from the laboratory, however a corrected report was subsequently issued for the affected sample. No treatment was altered, initiated, or stopped based on the reported result. Ortho was not made aware of any allegation of patient harm as a results of this event. This report corresponds to ortho clinical diagnostics inc. Complaint (B)(4).